Event description:
It was reported that the ipg is unable to be set to MRI mode due to high impedances present on one of the leads. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000041441.

Manufacturer narrative:
Correction: section h11- provide narrative data: the serial number of the additional components potentially involved in the event should have been serial: (B)(6) rather than serial: (B)(6).

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and the left lead were explanted and replaced to address the issue. Effective therapy restored post-op.